Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9196499 our records show that this is the only instance of this issue occurring in this production batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and determine the root cause for the incident. From this information¿s it is not possible to confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a hair in it before use. The following information was provided by the initial reporter, translated from portuguese to english: "today, when using a 20ml syringe, we noticed that there was a hair on the input. Before use, the packaging was completely closed and the hair is in the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak luer-lok syringe had a hair in it before use. The following information was provided by the initial reporter, translated from portuguese to english: "today, when using a 20ml syringe, we noticed that there was a hair on the input. Before use, the packaging was completely closed and the hair is in the syringe."